Event description:
Customer stated "pad caught on fire in two places" the product was returned for investigation. The product was approx. 5 years and 2 months old when the incident occurred. An investigation was done into the customers complaint, and the inspector found that the product had two small burns. Upon further investigation, the inspector found that the product had been folded during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.